Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the metal cap exhibits moderate char; the glass cap exhibits moderate devitrification; the glass cap is loose within the metal cap; the fiber has pushed forward in metal cap and is protruding; the fiber was tested with hene laser fixture, aim beam is visible at the output window. Probable root cause: based on the product analysis results, the product complaint of "forward firing" could not be confirmed; the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure limiting the performance of the fiber.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a prostate procedure, the side-firing fiber was noted to have "forward firing" @ 8 minutes and 12 seconds and 72,688 joules of use. The procedure was completed with a turp. Patient outcome: "no damages to the patient."

Manufacturer narrative:
Corrected lot# from 334a to 344a.